Manufacturer narrative:
H3: an axium prime coil was returned for analysis. The catheter used during the event was not returned and the model and lot numbers for the catheter were not provided. Therefore, compatibility and contributing factors could not be assessed. The axium prime was returned without introducer sheath. The actuator interface was found to be intact. The pushwire was found to be kinked at ~break indicator and at ~153.3cm from proximal end. The coin was found to be still against the lumen stop. The implant coil was found to be broken with the polypropylene missing. The shield coil was found to be intact. No other anomalies were observed. Based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime coil was found to be broken and not detached. The root cause could not be determined. Possible causes for premature detachment are tortuous anatomy and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that an axium coil detached prematurely during a procedure. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). There was no friction or other difficulty during delivery of the coil. The physician repositioned the coil but did not rotate the delivery pusher or make any detachment attempts. Continuous catheter flush was administered during the procedure. The coil was safely removed with the microcatheter and a competitor's product was used to complete the procedure. There was no harm or injury to the patient.